Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
Asr revision; asr xl - right hip; reason(s) for revision: acetabular cup loosening; pain; noise.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Hip(s) to be revised: right. Type of hip replacement product: asr xl acetabular system; asr xl head taper sleeve adaptor; depuy proxima duofix stem. Reason(s) for revision: acetabular component loosening, pain, noise. Update - received 22 jan 2013 - acetabular cup loosening. Update - added additional hospital, marked as legal. Taken from (B)(6) email dated 7th april 2014.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Additional reason for revision is metallosis.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
(B)(4) 2015 - update - added legal letter- no further info on legal letter - added exp dates of cup and head